Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the product clogged during surgery. The product was replaced and procedure completed with no patient harm. No sample returning for evaluation.

Manufacturer narrative:
This is one of nine complaints reported for this finished goods lot. This is one of seven complaints reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. One wet cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification and the irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. The manufacturer internal reference number is: (B)(4).